Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. The battery and power supply were replaced. Evaluation codes b01, c02, d02 apply. Evaluation of the returned battery 9735773 lot# 2232 and power supply 9735787 lot# 22510027 found no fault with either component. Evaluation codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773. Product ID: 9735787, h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a battery service error message. The message displayed when the medtronic representative (rep) went to select a procedure. The message appeared over the procedure page. Both batteries were at 0%, and the battery times were also 0. The connection to the upss had been lost. The voltage was 47.22, and the current was 0.03. A hard restart was performed and the system was unplugged from the wall. The site did not keep the system plugged in to charge.